Manufacturer narrative:
The product was returned for analysis, and the reported complaint was observed. The device was returned loose in the product carton. The lock-out assembly has been removed. Insufficient amount of ophthalmic viscoelastic device (ovd) observed in the device - no ovd observed past the lens. The plunger has been advanced to mid nozzle and is advanced over the iol. The iol is advanced into the nozzle entry and is damaged. Plunger override was observed. The root cause may be related to failure to follow the instructions for use (IFU). Inadequate viscoelastic was observed in the device. The IFU instructs: fill the device until ovd can be observed flowing to the nozzle tip. This will require approximately 0.28 ml of viscoelastic. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to override the lens. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
The physician reported that during the intraocular lens (iol) implant procedure the injector moved outside the lens and remained in the cartridges without folding. It got stuck to the wall of the applicator. The surgery was completed using the another lens. There no impact to the patient. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).